Event description:
A customer contacted beckman coulter (bec) reporting a leak at the rinse block in the coulter lh 500 hematology instrument. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No discrepant patient results were generated.

Manufacturer narrative:
On (B)(4) 2013, bec customer technical support (cts) assisted the customer with troubleshooting and recommended to inspect and clean the three (3) ports of the probe wipe rinse block. On (B)(4) 2013, a bec field service engineer (fse) was dispatched on-site for another issue and verified that the instrument was running without any leaks. Per the operator's guide / IFU: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).